Manufacturer narrative:
Review of the customer's data showed that on (B)(6) 2013 the initial run of patient 1 recovered higher rbc, hct and plt results and lower wbc, hgb, mch and mchc results when compared to the re-run sample on the following day with no instrument generated flags. The field service engineer (fse) discovered a malfunctioning bsv actuator, wbc mix solenoid 7 and rbc mix solenoid 8. The fse replaced the bsv actuator, (lv) sol7, (lv) sol8 and chokes resolving the discrepant results. On (B)(4) 2013 the fse returned to replace the compressor shelf resolving the compressor failure reported by the customer. The failure modes identified could, upon recur, impact results as follows: malfunctioning bsv actuator is likely to impact cbc/diff and or retic parameters due to improper segmentation of the sample when aspirated. Malfunctioning sol7 and sol8 are likely to cause erroneous cbc/diff and or retic results due to improper mixing in the rbc and wbc bath. A failing compressor is likely to affect cbc parameters as a result of improper dilution of the sample. (B)(4).

Event description:
The customer reported erroneous intermittent erratic wbc, rbc and hgb results on one patient sample ran on the lh500, these results were reported outside the laboratory. The customer also stated that the compressor was failing during startup. Although erroneous results were reported outside the laboratory, there was no death or change to patient treatment as a result of this event. The customer stated that upon review of the patient data they noticed that the mch and mchc value were low. The patient was then re-drawn and reran the following day obtaining correct results which were reported. Although the customer was experiencing intermittent compressor failures background tests were within specifications before they proceeded to perform qc and running patient samples. The customer stated all controls were within expected ranges prior to and after discovery of the erroneous results.